Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a blank display. There was no patient involvement at the time of the reported event. Medtronic/covidien was not authorized to evaluate/service the device so the reported complaint could not be confirmed. A non-medtronic/covidien service provider inspected the device and found the reported issue. They found the external monitor to be faulty and it needed to be replaced.